Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were seeing the setup/pairing screens on the controller. Pt said that they had the controller connected to the ac power supply. Agent began walking the pt through the pairing process, however pt saw no device found after connecting the recharger and placing the recharger over the ins. Agent had the pt tap recharge to go through passive recharge mode. Pt saw the middle number on the trying to recharge screen as 94 and then it had gone to 96. Pt confirmed seeing the controller light flashing green. Pt said that they hadn't used the ins since they couldn't get it on and it was coming up in their rib cage and was hurting their ribs so bad. When asked for the event date, pt said that it was pretty close to the beginning and that they couldn't get it lower. Pt said that then one day they had enough when they tried to lower the thing and it messed the whole thing up. Agent understood that the pt was meaning that the stimulation was too high and that they were trying to lower the stimulation intensity. Pt eventually saw the batteries screen with the controller battery at 30% and the ins battery with recharging excellent indicated. Agent advised the pt to charge the controller fully and then recharge the ins. Pt will call ps back for further assistance if needed.